Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer had replaced the power management board and the power slot interface board, and they were still having the charging issue. The customer was suggested by a getinge representative that they use good known battery modules. The customer had also look for any signs of possible saline spill evidence. The customer later reported that the charging issue was corrected by replacing the batteries. The iabp was then cleared for clinical use. (B)(6). Not returned to manufacturer.

Event description:
It was reported that the customer has a cardiosave intra-aortic balloon pump (iabp) that was having a charging issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the customer has a cardiosave intra-aortic balloon pump (iabp) that was having a charging issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.